Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the buttons on the insulin pump were very difficult to use. Part of the screen was missing. A blank line was going across the screen. Customer's blood glucose level was 187 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened b, escape, act, down and up buttons dome switches also, had missing segments due to cracked lcd zebra connector. The lcd connector was inspected and no unlocked connector noted. Unable to verify motor error test or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The motor passed motor test. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, cracked case at the display window corner and minor scratched display window.